Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The valve will not be returned as it remains in the patient. In this case the cause of aortic stenosis is unknown; however, it could be related to the patient¿s significant co-morbidities (atherosclerosis, htn) and the progression of the pre-existing disease process. Restenosis is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 5 years and 3 months post implantation of a 23 mm sapien valve, a second 23 mm sapien 3 was implanted due to elevated gradients consist with severe aortic stenosis. The sapien 3 valve was deployed with excellent result and with good hemodynamics. The patient was discharged 1 day post procedure. Upon review of medical records (procedure and echo report), a 5 year echo (tee) revealed abnormal aortic bioprosthesis valve with apparent fusion of 2 cusps with calcification at the tips and resultant severe aortic stenosis with mild aortic insufficiency. An echo (tte) taken a week before the tee revealed severe aortic stenosis. The maximum pressure gradient measured 68.65 mmhg, the mean pressure gradient measured 50.40 mmhg with an aortic valve area by continuity equation is 0.8 cm2. There is mild aortic regurgitation.